Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2010, inratio meter: 1.3 inr, reference: 2.5 inr, mean: 1.90, confidence limits: 1.3-2.7. A 30 mins time lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user lot: date: (B)(6)2010, 1st inr: 1.9, 2nd inr: 1.7, 3rd inr: 1.6, 4th inr: 1.3, mean: 163, sd: 0.25, %cv: 15.38. Since 15.38% cv is less than 20%, inratio meter results pass the criteria for precision. Data analysis of mean calculation and cv% from comparison test data provided by end-user revealed both accuracy and precision criteria's met. The results are not considered discrepant within the context of the documented variability for inr testing. Products in complaint are not expected to be returned. There is not sufficient information to determine the root cause. As of 01/26/2010, 11 discrepant result complaints were reported for lot #220392 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No further testing is required at this time. No corrective action is required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 1.9. Date: (B)(6)2010, inratio: 1.7. Date: (B)(6)2010, inratio: 1.6. Date: (B)(6)2010, inratio: 1.3, lab: 2.5.